Manufacturer narrative:
Based on the claim against the product by the customer noting arcing on maryland bipolar forceps instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, energy transmission wire of maryland bipolar forceps was damaged. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: cable did not break off completely. There was no damage to the insulation and no thermal damage was observed. The customer observed arcing. Instrument was inspected prior to use, and no damage was noted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.